Event description:
Air in intravenous line was noticed by the nurse twice after flushing the line. The clinical nurse specialist said a nurse first primed the line, infused calcium through syringe pump, flushed and no air. Pushed claforan and noticed 0.1 cc of air in line which was removed. Pushed ampicillin with flush, no air. Finished with 1.0 cc flush and again observed 0.1 cc air in line. Air was again removed by aspiration and no injury to the pt was experienced. An argyle 5 french catheter with umbilical dual lumen was in use.